Event description:
It was reported that the patient's right knee was revised due to posterior poly wear. The patient's triathlon knee was revised to a competitor knee. Rep reported that he can provide pictures relating to the event and confirmed that no further information is available from the hospital or surgeon.

Manufacturer narrative:
Reported event an event regarding wear involving an unknown triathlon insert was reported. The event was not confirmed. An undated and unlabelled x-ray lateral of knee side demonstrated posterior subluxation of the femoral component on the tibial component. Method & results -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: " undated, unlabelled x-ray lateral of knee side not marked, demonstrating cemented tka with posterior subluxation of the femoral component on the tibial component. No clinical or pmh, no patient demographics, no operative reports, no dated serial x-rays, no examination of explanted components. Based upon the single x-ray provided, neither confirmation of the event descriptions nor preparation of a medical report is possible for this case." Product history review: not performed as the device lot details were not provided. Complaint history review: not performed as the device lot details were not provided. Conclusions: it was reported that the patient's right knee was revised due to posterior poly wear where by the components were revised to a competitor knee. Clinician review revealed that cemented tka with posterior subluxation of the femoral component on the tibial component. Based upon the single x-ray provided, neither confirmation of the event descriptions nor preparation of a medical report is possible for this case. The exact cause of the event could not be determined because insufficient information was provided. Further information such as clinical or patient medical history (pmh), patient demographics, operative reports, dated serial x-rays, and examination of explanted components are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. H3 other text : device not available.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right knee was revised due to posterior poly wear. The patient's triathlon knee was revised to a competitor knee. Rep reported that he can provide pictures relating to the event and confirmed that no further information is available from the hospital or surgeon.